Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker to determine whether there was oversensed rv noise or true arrhythmia. Upon review, the morphology looked somewhat physiologic however the rate was very fast on the last few beats. All previous ventricular events were appropriate. Technical services (ts) reviewed troubleshooting options and recommended further evaluation in-clinic. However, it was noted that it may be difficult for the patient to come into the office due her age. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this pacemaker system was hospitalized due to electrolyte imbalances around the initial time of report. It was also noted the device stored only 1 other non-sustained ventricular tachycardia (nsvt) episode since. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that electrogram (egm) review was requested for this pacemaker. To determine whether, there was oversensed rv noise or true arrhythmia. Upon review, the morphology looked somewhat physiologic. However, the rate was very fast on the last few beats. All previous ventricular events were appropriate. Technical services (ts) reviewed troubleshooting options. And recommended further evaluation in-clinic. However, it was noted, that it may be difficult for the patient to come into the office, due her age. This pacemaker remains in service. No adverse patient effects were reported.